Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Retained by hospital.

Event description:
It was reported that a screw was removed from the multiple screw and plate construct in patient's right distal tibia due to possible infection. One screw was removed from the axsos plate (several screws remain in patient), a wash out was performed, and antibiotic beads were placed. Rep reported that x-rays, medical records, and further information are not available due to hospital policy.